Event description:
It was reported that low impedance was observed on the atrial channel of the pulse generator. Other electrical values were normal. The patients condition was good and they would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.